Manufacturer narrative:
The data are still analyzed. Next report will be provided when the final conclusion is completed.

Manufacturer narrative:
The patient sustained pressure sores stage iii or IV (serious injury) while using citadel patient care system. According to the customer, the patient was monitored by the staff for developing pressure sores for 4 weeks after being placed on citadel patient care system. During that time the wounds increased rapidly. There was no customer allegation regarding any bed malfunction. The citadel bed and the associated device skiniq were checked. No malfunction was found during quality control check. The customer stated that the patient was treated for last 3 years due to unstageble pressure sores localized at sacral and bilaterally ishial anatomical areas. The mattress that the customer initially used to treat the patient was dolphin mattress. The patient did not show any progress in the therapy therefore the customer decided to move the patient to another mattress - envella. The customer indicated that during the past 2 years the wounds healed progressively in size (length, width, depth, sloth). Then the customer decided to move the patient to citadel patient care system. However, since the wounds worsened, based on the evidence and patient¿s prior positive outcome, the customer decided to transfer the patient back to envella mattress. The director of nursing (don) stated her staff has been well trained on citadel bed and this wasn¿t an issue of lack of education. The instruction for use for citadel patient care system (830.238-us rev 12 ¿ 2023-10) informs users about the way of: "skin care - monitor skin conditions regularly and consider adjunct or alternative therapies for high acuity patients. Give extra attention to skin over any raised side bolster and to any other possible pressure points and locations where moisture or incontinence may occur or collect. Early intervention may be essential to preventing skin breakdown." In the reported case the patient was checked in regular basis for the pressure sores development. The staff was aware of the situation and took the decision to transferred the patient back to the previous mattress which provided more accurate way of therapy for this patient. Pressure injuries are complex and are a result of many factors including: advanced age, immobility, co-morbidities, microclimate, incontinence and lack of being turned or repositioned frequently enough. Considering all the above information, the root cause of pressure sore worsening could be related to the patient's health condition. Arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. No malfunction was found during the device evaluation. The complaint was assessed as reportable aking conservative approach, due to allegation that the patient sustained pressure injury stage iii or IV (serious injury).

Event description:
A patient's wounds have gotten worse while using arjo system. The patient has a history of pressure injury since 2021. The staff decided to move the patient back to the previous mattress, since they saw a progress on the previous non-arjo mattress. No device issue was found.

Manufacturer narrative:
Investigation is in progress. A supplemental report will be provided when the final conclusion is completed.